Manufacturer narrative:
Standard disclaimer applies.

Event description:
When attempting to restart tachycardia 30 minutes after a successful left side ablation for accessory pathways, a cardiac perforation was discovered. Surgery was performed to repair the perforation.